Event description:
Drive medical has received a property damage claim from an insurance company about an house fire. It is alleged that the fire originated at or near a homecare bed originally distributed by drive medical. We are currently in the process of assisting the insurance company in investigating the incident. This MDR report is based on the property damage claim. Unidentified bed ends made by unknown manufacturer were installed with drive medical bed. The photos from the insurance company indicate that the alleged homecare bed was installed with a combination of drive medical components and components from other manufacturer(s). The effectiveness and safety of combination of the products cannot be verified at this time. Drive medical is in the process of identifying the responsible party who originally installed the alleged bed at the patient's home.